Manufacturer narrative:
Batch review performed on 31 october 2018: lot 181533: (B)(4) items manufactured and released on 15-june-2018. Expiration date: 2023-05-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional component involved in the dislocation and revised: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115). Lot. 179841: (B)(4) items manufactured and released on 13-june-2018. Expiration date: 2023-05-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On (B)(4) 2018 the ball head supplier (B)(4) reported the following document review: the component properties and the microstructure as obtained from the quality documents "fullfil" the requirements as specified at the time of production. There are no indications of any pre-existing material defect. Due to a lack of ceramic parts further investigations cannot be done.

Event description:
The patient came in complaining of pain 1 month after primary. The surgeon determined that the patient had dislocated her hip (head dislocated from liner). The patient said that she did not fall or experience any trauma. The surgeon revised the 32m head to a 32l. The liner was not replaced. The surgery was completed successfully.